Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08735 inches. No over delivery anomaly or under delivery anomaly noted. All buttons function properly. No unresponsive buttons, stuck button alarm/button error alarm noted. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked. In the formatted history file, on 8/27/2019 there was no bolus delivery listed for 0.6 units or 1.5 units. However there were multiple normal bolus programmed and delivered for 0.6 units and normal bolus programmed and delivered for 1.5 units. Device was also programmed with multiple test boluses and monitored. All boluses delivered properly. No bolus anomaly or history anomaly noted during testing or when reviewing the formatted history file. No bolus wizard anomaly noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was over delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. The caller stated the pump would recommend a bolus of 0.6 units and deliver 1.5 units. The caller stated the pump was not making correct bolus calculations. Troubleshooting was not completed. The customer also reported a stuck button alarm. The insulin pump will be returned for analysis.